Event description:
Literature was reviewed where valiant stent grafts were implanted in patients with tumors invading the descending aorta or the lower arch distally to the origin of the left subclavian artery followed by resection of the infiltrated aortic wall. Non medtronic stent grafts were also implanted. The following adverse events were reported: bleeding, reintervention, laryngeal nerve injury, chylothorax and death. There was no information to suggest any medtronic device failure caused or contributed to a death. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: reconstruction of the heart and the aorta for radical resection of lung cancer d¿andrilli et al, thoracic: lung cancer/ volume 167, issue 4, p1481-1489, april 2024 https://doi.org/10.1016/j.jtcvs.2023.07.041 a2: mean age a3: mean gender d6a: exact date of implant unknown date of publish used for incident date in section b;3 there was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR unless clearly stated as being associated with medtronic product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed per the author that no adverse event or mortality was related to the use of a medtronic device. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury . Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.